Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and confirmed the scan did have the correct tags so they could be transferred to the correct system. Once everything was set correctly the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site took a second spin and it did not transfer to the navigation system. The first spin transferred as normal. The site then tried to transfer the scan manually, but on the side of the system it showed that the system had received but it never came over. The site did not check if it came over in a computed tomography (CT) procedure and then opted to use a c-arm to finish the procedure. Imaging was aborted causing less than an hour in delays. No impact on patient outcome.

Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site took a second spin and it did not transfer to the navigation system. The first spin transferred as normal. The site then tried to transfer the scan manually, but on the side of the system it showed that the system had received but it never came over. The site did not check if it came over in a computed tomography (CT) procedure and then opted to use a c-arm to finish the procedure. Imaging was aborted causing less than an hour in delays. No impact on patient outcome.

Manufacturer narrative:
The system logs were received for software analysis. The logs were reviewed but provided no additional insight regarding the cause of the reported issue. As a result the analysis was inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.